Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed all functional testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
Customer reported that the act, esc and up arrow buttons on the insulin pump are not responding and is received a button error alarm when she was sleeping. Blood glucose value is 326 mg/dl. Nothing further reported.